Manufacturer narrative:
(B)(4). An investigation could not be performed. Customer indicated the set was discarded. The cause of reported leak is unk.

Event description:
Customer reported extension set leaked from the circular portion on the back of the filter. No leak noted during priming or during main infusion of etoposide at 400 ml/hr for 4 hours. The leak was noted during maintenance fluid infusion. Pt notified nurse that the set had leaked and gown was wet. Leak was described as a few drops. The tubing has been discarded and cannot be retrieved.